Manufacturer narrative:
Other text: additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Event history log review was performed and found evidence of reported problem. Visual inspection and pressure switch test were performed. The customer's reported problem was confirmed. According to the investigation, upstream occlusion sensor testing was performed, and the pump did not operate during investigation. The investigation reported that faulty upstream sensor caused the reported issue. The faulty upstream occlusion sensor will be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd legacy plus pump upstream occlusion sensor was not working. No adverse effects reported.